Event description:
With the lead in the bipolar configuration, there was no atrial sensing or capture and telemetry showed high ohms. With the lead in the unipolar configuration, lead impedance is 413 ohms and sensing and capture are appropriate, an outer coil fracture is suspected.